Manufacturer narrative:
(B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper handling. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the power module device was autoclaving, malfunctioning, and damaged. It was noted that during self-test a very high noise occurred, and there was a whitish residue and water, and all sensors were dark red and the power module was not working. The battery device was also found swollen and partially melted. It was noted that the device failed pre-repair diagnostic tests for overall appearance, electric control unit (ecu) housing check. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.